Event description:
During servicing of electrode belt sn (B)(4) for an unrelated complaint, a reportable problem was discovered. The electrode belt had bent pins in the trunk cable connector. The patient was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (bent pins) has been confirmed. Upon evaluation pins in the electrode belt's trunk cable connector were bent in a swirl pattern. The cause for the bent pins cannot be positively identified but was likely due to the connector being forced into the monitor while the pins were misaligned. No adverse event resulted from the defective electrode belt connector. The patient received a replacement electrode belt.